Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; cuff buckling (aortic stenosis) (reported in a separate report), and migration type iiib endoleak of the main body, and a diagnostic angiogram, followed by a secondary endovascular intervention. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity of the main body was the lateral movement and stent remodeling caused by the severely angulated neck. Associated clinical harms: type iiib endoleak; and, an additional endovascular procedure.the review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Patient was initially implanted in 2016 with one bifurcated, one suprarenal, two infrarenal, and two limbs. It was reported on (B)(6) 2017 that the patient had a secondary at an unknown date. It during the clinical evaluation of (B)(4) (report # 2031527-2017-00511) it was discovered that on (B)(6) 2017, the patient presented with an aneurysm growth, cuff buckling, stent migration, and endoleak type iib of the main body. Patient was relined on (B)(6) 2015 and the issues were successfully resolved. There was no additional patient sequalae reported for this event.